Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed and found to be slightly deformed with frayed edges at the proximal and distal ends. The sdw was kinked approx. 3cm from the distal end. The stent introducer sheath tip was crushed and severely damaged. Functional inspection was not applicable. The reported event was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicates there was no damage noted to the device prior to use and the device was prepared as per dfu for this product. Additional information did not indicate a user related issue. Other devices used in the procedure in conjunction with the subject device was a long sheath, intermediate catheter, microcatheter. There was patient involvement and the patient¿s anatomy was severely tortuous. There were no repercussions for the patient. The current condition of the patient is glasgow 15, nih =0. No additional medication was given to the patient as a result of this event. The stent detached inside the microcatheter during the recapping attempt. The microcatheter was removed and the stent was removed from it on the table. After removing the microcatheter with the stent, the stent was replaced with a new one. There was a surgical delay of 5 minutes. Device with greater navigation difficulty than usual. In the physician¿s opinion, the cause of the reported issue was that there was a defect in the connection between the stent and the delivery wire, that even without reaching the limit of the recapture mark, the stent was released inside the microcatheter. The same microcatheter was used to finish the procedure. Product analysis found the stent was returned deployed and found to be slightly deformed with frayed edges at the proximal and distal ends. The sdw was also kinked at the distal end. The tip of the introducer sheath was crushed and severely damaged which indicates a force was applied when securing the introducer sheath to the hub of the microcatheter. The damaged introducer sheath tip which would have prevented the stent from being retracted and subsequently result in the stent detaching in the microcatheter. An assignable cause of procedural factors will be assigned to the as reported ¿stent deployed prematurely during use¿ and ¿stent difficult/unable to advance or pullback through catheter¿ and as analyzed ¿stent deployed prematurely during use¿ in addition to the as analyzed ¿stent deformed¿ and ¿sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an endovascular procedure, physician felt resistance while advancing the subject flow diverting stent through the microcatheter. During deployment the subject flow diverting was re sheathed. While re sheathing, the subject flow diverting stent deployed prematurely inside the microcatheter. There was a surgical delay of 5 minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure, physician felt resistance while advancing the subject flow diverting stent through the microcatheter. During deployment the subject flow diverting was re sheathed. While re sheathing, the subject flow diverting stent deployed prematurely inside the microcatheter. There was a surgical delay of 5 minutes. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.